Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was found that the clips could not be formed normally. The surgeon used an el314 to end the case. There was a pt consequence but it was not given. Info reported to a regulatory body.